Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the liquid crystal display (lcd) panels. The customer reported that the replaced the lcd panels. The unit passed extended self-testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).